Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that their smart device application screen was freezing on (B)(6) 2015. Patient states application was working properly in the past. Dexcom representative advised patient to reset their smart device and the issue was resolved. No additional patient or event information is available.